Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the injector/handpiece cut the iol. The iol did not touch the eye. Additional information was provided by a nurse that the silver metal pusher (injector/handpiece) cut the iol when advancing the lens in the eye. The doctor had to remove the lens by cutting it in half. Then he continued with a different lens. There was no patient harm and the prognosis is good.

Manufacturer narrative:
Product evaluation: one opened handpiece injector was returned for evaluation for the report the lens being cut by the injector. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in july 2011. A visual inspection of the handpiece injector was performed and was deemed nonconforming. The plunger has a slight upward position. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high plunger position which would have a higher probability of damaging the lens. The root cause for the nonconforming plunger height condition is usually from its use or handling, but when and how the plunger position became high cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).